Manufacturer narrative:
User facility submitted a voluntary med watch report. Report# mw5093118. This product code has never been purchased by the reporting customer since the acquisition of the codman product line. The customer provided pictures of the damaged product. It could be determined from the pictures that the instrument was sold prior to the actuation. Additionally, the device appeared to have signs of extensive use and appeared to be significantly aged from the appearance of the etching. It can be determined from this information that the instrument became damaged due to wear and tear over years of use. There has been a total of (B)(4) sold of all lots since 2012 with one additional complaint recorded. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Event description:
One blade of the metzenbaum scissor snapped off the handle and fell into the incision site. The blade was retrieved with no harm to the patient.